Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsule tore during lens insertion. The incision was enlarged and sutures were required. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The complaint lens was returned to b+l for evaluation. Visual inspection found that only two pieces of the lens were returned. The optic had been torn. One haptic was attached to each piece of the optic that was received. A large section of the optic and two haptics have been torn off and are missing. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.